Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6), product type recharger h3: analysis of the 97755 recharger (s/n (B)(6)) revealed no anomalies and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device analysis was obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated he charged the implanted neurostimulator but noticed the charge was still at 100% and it had not decreased as he had expected. Pt stated his ins battery is usually down to 60% at night when he goes to charge. Pt mentioned that when he was connected to charge the ins last night a message showed to "replace the controller battery soon" patient reset the controller and it resolved the message issue but pt is still seeing his ins battery at 100% today. Pss had pt connect to the ins w/o the rtm cord patient verified that the implant is not on. Pss had pt press the power button on the controller and patient selected the stimulation on and verified stim is on. Pt verified he is seeing a green light around active group a. Patient stated that he has never had his implanted device turned off. Pss suggested pt check the charge level of the ins later today to verify it is decreasing with stimulation on. The patient was redirected to their healthcare provider to further address the issue and to have the representative check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an external device. Patient called back due to their controller still continued to display controller battery low replace battery pack soon. Patient mentioned that last night the controller screen locked on the battery percentages top 100% and bottom 30% then screen went blank and the replace battery pack message displayed again. Agent had patient inspect equipment, no damage was found. Patient reset controller then reinserted battery pack. During the call the patient attempted to charge their implant. While attempting to charge the battery error message occurred again. Agent had them unplug then re-plug and try again. During the second try the recharging screen displayed, but did not display any charging quality message. During the call the controller was 80% and the implant was 30%.